Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported premature deployment occurred. A greenfield filter was selected for use. It was reported that the filter "deployed on its own." The procedure was completed with another of the same device. There were no patient complications reported.